Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (B)(6) 2017 via medwatch # (B)(4). Investigation: investigation summary: bd had not received samples and/or photo from the customer facility for investigation; therefore, the customer¿s indicated failure mode of difficulty transferring urine from specimen cups was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Note that samples were recently received and this investigation is in the process of being updated. Investigation conclusion: as bd had not received any samples and photo from the customer facility for investigation; the investigation was limited. The customer¿s indicated failure mode of difficulty transferring urine from specimen cups was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that bd vacutainer® urine collection, bulk tube, 10 ml, 16 x 100 mm tubes are difficult to penetrate cap and difficult to transfer urine using straw. Medical intervention is unknown.

Manufacturer narrative:
Medical device catalog #: 364953, medical device lot # unknown. Device available for eval? No. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as bd had not received any samples and photo from the customer facility for investigation; the investigation was limited. The customer¿s indicated failure mode of difficulty transferring urine from specimen cups was not observed. Root cause description: based on the investigation, a root cause could not be determined.